Event description:
It was reported that unexpected longevity was experienced with the device, due to high thresholds on a competitor's right ventricular (rv) lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: a 7121-65 st jude lead, implanted: (B)(6) 2011. A 4296-88 lead, implanted: (B)(6) 2011. (B)(4).